Event description:
Baxter portugal reported "the extension set broken when the patient opened". Per the affiliate this issue was noted with the transfer set after use and no patient injury or medical intervention was associated with this incident.